Event description:
During an angioplasty procedure, prior to inserting in the patient, the hub separated from the stent delivery system. The product was clinically used in the patient. No patient injury was reported with the event.

Manufacturer narrative:
The product was received for analysis, but the analysis has not been completed. Additional information will be submitted within 30 days upon receipt.